Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that a pump had a no disposable pump won't run alarm. Reservoir volume 79.5. Rate 2. Given 12.55. There was air in the line. There was a green flow stop. The patient was not affected.